Event description:
It was reported to vyaire medical during scheduled pm (preventive maintenance), blue plastic flecks in anesthesia machine. The afn52004 - anes circuit, adult, 72 in limbo, 3l bag shedding blue plastic flecks into the machine and possibly into the patient. The customer noted that there were questions as to whether the blue flecks were from vyaire¿s afn52004 anesthesia circuits.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet